Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had crack and it was not working. The customer¿s blood glucose level was unknown at time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. No moisture damage found inside the pump.